Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable pulse generator (ipg) had migrated "lower and lower" from their shoulder. The ipg remains in use. No patient complications have been reported as a result of this event.